Event description:
It was reported that the patient presented in the intensive care unit due to an unrelated illness. It was noted that an interrogation problem was observed whereby the pacemaker appeared to be pacing in magnet mode without a magnet present when interrogated. The pacing mode was 100 bpm and testing could not be performed. Programming changes were made to turn off the magnet response. There were no patient consequences.

Manufacturer narrative:
The reported complaint of inappropriate magnet events were confirmed. Based on the information provided, the root cause of the inappropriate magnet response was unable to be determined.